Manufacturer narrative:
The pump was returned for investigation, but the data log was not provided. No physical damage was observed on the returned product. When the pump was started and primed, purge leak was observed coming from a hole near the 90cm mark of the catheter, most likely caused by the suturing near the repo hub. No leak was observed from sidearm. The cause of the purge leak was damaged purge tubing with catheter punctured at 90 cm marking.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that on day three of the patient being on impella cp support a low-pressure alarm appeared in the flushing system. The cassette was replaced but the alarm did not resolve. A leak from the side arm of the flushing line was observed. The impella was removed. The patient is stable.